Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cmv igm results for 1 patient sample on a cobas e 801 analytical unit. The initial serum sample result was 1.71 coi (reactive). The sample was recentrifuged and repeated and the result was 1.67 coi (reactive). A plasma sample collected at the same time was tested and the result was 0.332 coi (non-reactive). On either 12-apr or (B)(6) 2026, the plasma sample was repeated and the result was 0.626 coi (non-reactive). The exact date of testing was not provided. The customer deemed the non-reactive result as correct.